Event description:
Skilled nurse received notification that patient had been hospitalized. SN contacted patient for follow-up. Patient reported admission to (b)(6) Regional Medical Center on (b)(6) 2026 after experiencing severe rectal pain one day following a colonoscopy. Patient stated he was diagnosed with a serious bloodstream infection and is currently receiving IV antibiotic therapy. Patient reported that his physician anticipates hospitalization through next week.